Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reported loss of therapeutic benefit, probably about two months ago, month confirmed. The patient said that she has had two falls. One fall was about a month ago and at that time, the patient notified the healthcare provider (hcp) office and was told to monitor symptoms and if they don't notice any changes, then it should be okay. Patient said that they had the second fall about a couple weeks ago, said that they fell on her butt. Patient said that they called and spoke to the manufacturer representative (rep)  a couple of weeks ago and was directed to work through all of the programs. Patient said that since the second fall, they aren't able to increase the stimulation setting about 1.0 volts, otherwise it becomes painful or is in a different area. Patient said that they called  the hcp office and asked about getting x-rays, however was told to contact the rep. Patient said has called the rep a few times however hasn't received a call back yet. The issue was not resolved through troubleshooting.